Event description:
Customer reported he was having issue with the buttons on the device. He stated the he had to hold the buttons for six to eight minutes in order for them to respond. Customer does not want to upgrade the device. Customer's blood glucose was 374 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.